Event description:
Patient reported blisters on her lower abdomen a week after surgery. Immediately after surgery, the patient and operating room staff did not report any problems or concerns. Patient was discharged as planned with no concerns raised. After one week, the patient returned and said blisters had developed. By that time the hospital reported there were only very small scabs on the patient's lower abdomen.

Manufacturer narrative:
Multiple efforts to gain additional information about the event went unanswered. This incident may not be a burn at all, but because better information was not available, a report is being filed.